Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0usw3, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that she was experiencing bladder incontinence. She stopped feeling stimulation and had a return of symptoms on (B)(6) 2015. She was on program 3 at 2.0 volts and had turned it all the way up to 3.0 volts, but still did not feel stimulation like she typically did. It was confirmed that the implant was on. The patient mentioned that on the same day she went to physical therapy where she did knee and leg stretch exercises. The patient's indication for use was gastrointestinal/pelvic floor. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.